Event description:
During a request for therapy assistance, a system error 2367 (resume error, critical error found) occurred during dwell five of five on the homechoice. It was not specified if the patient was connected at the time of the alarm. There was nothing reported that could have caused or contributed to the reported alarm. The technical service representative (tsr) assisted the patient in clearing the alarm. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.